Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at (B)(4). Successfully downloaded the trace and history files using thump and carelink upload was successful. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms were noted during testing or could be found in the history and trace files. Additionally, no excessive or unusual power/battery-related alarms were noted in the history files. Set the low reservoir reminder for (B)(4), installed a water-filled test reservoir, and primed the pump. Verified the units left in the test reservoir and the units left on the display matched (B)(4)several boluses were programmed and delivered. The low reservoir alarm activated properly at 17.2 units left. Programmed additional (B)(4) and (B)(4)unit bolus deliveries, the reservoir estimate at 0 u alarm activated properly. Programmed additional (B)(4) bolus deliveries, the pump alarmed no reservoir detected properly. No low reservoir, reservoir estimate at (B)(4) u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. Unexpected insulin flow blocked alarms complaint is not confirmed. Over-delivery, low reservoir, and battery/power-related (low battery, power loss, and pump error 23) anomalies are not confirmed. The pump history file lists 243 boluses on the event date, 3/4/2023. Please see below for the first 10 boluses listed on the event date, 3/4/2023: 03/04/2023 00:03:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 8500 (0.85 u) bolusamountdelivered: 8500 (0.85 u) 03/04/2023 00:08:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) 03/04/2023 00:13:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 7250 (0.725 u) bolusamountdelivered: 7250 (0.725 u) 03/04/2023 00:18:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 7000 (0.7 u) bolusamountdelivered: 7000 (0.7 u) 03/04/2023 00:23:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 6500 (0.65 u) bolusamountdelivered: 6500 (0.65 u) 03/04/2023 00:28:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 8000 (0.8 u) bolusamountdelivered: 8000 (0.8 u) 03/04/2023 00:33:03.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 7500 (0.75 u) bolusamountdelivered: 7500 (0.75 u) 03/04/2023 00:37:45.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) 03/04/2023 00:42:49.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3750 (0.375 u) bolusamountdelivered: 3750 (0.375 u) 03/04/2023 00:47:47.000 normal bolus delivered (220) bolusprogrammingmethod: cl1microbolus (5) normal bolus amount programmed: 3250 (0.325 u) bolus amount delivered: 3250 (0.325 u) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was delivering too much insulin and had a low reservoir anomaly. The customer also reported power loss, pump error 23 - post-reset ram crc alarm, insulin flow blocked alarm and multiple low battery alarms. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device and the insulin pump will be returned for analysis.